Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/19/2021. H6 component code: g07002 no device problem found. H3 investigational narrative: fourteen packets of product code 1215t were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Date sent to the FDA: 9/132021 h6 component code: g07002 - device not returned additional information was requested, and the following was obtained: per file "add info - re external pc - 952264" the distributor informed the following: "I filed a complaint about the thread and at the time I was informed that there would be 6 units with a problem, however there were 14 units." This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 09/13/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what tissue was being approximated or sutured when it broke? Closing the second plane of the abdomen. Will the device be returned? If yes, to whom should a shipper kit be sent to? It will be returned. The adjustment of this material is carried out commercially, not requiring shipment at the time. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Mw # mw # 2210968-2021-07476, mw # 2210968-2021-07477, mw # 2210968-2021-07478, mw # 2210968-2021-07479, mw # 2210968-2021-07480.

Event description:
It was reported that a patient underwent an abdominoplasty / liposuction procedure on (B)(6) 2021 and suture was used. At the end of the procedure, as soon as "tying the knot" when doing the stitches, it broke. The procedure was completed with the same thread, but from a different lot. No adverse patient consequences were reported. Additional information was requested.